Manufacturer narrative:
Office does not document race/ethnicity data. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4).

Event description:
It was reported that the event involved a daybreak sleep appliance device used by a 38-year-old female patient. It was reported that on (B)(6) 2026, the patient felt a snap and took the device out and saw that the button had broken and there was some pain in her gums. She stopped using the device immediately. Per the report no additional medical or surgical procedures were required and the patient did not experience a serious injury. The appliance was delivered on (B)(6) 2025. The event was reported to the office location in (B)(6).